Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle eclipse 25x5/8 had leakage. The following information was provided by the initial reporter: material: 305759 batch#: unknown (provided lot#2006005) verbatim: rcc received a complaint via email. Email(s) attached. Reference number (ID): (B)(4) date of incident: (B)(6) 2025 level of harm: no apparent harm - reached the patient/person -- inconvenient incident details: writer was administering prn dilaudid 6mg (0.6ml), when plunger was pushed, the entirety of the medication spilled out the side of the syringe at the leur-lock site despite no cross threading of the needle to the 1cc syringe. Writer informed charge nurse of this and showed the medication present on the patient's sweatpants to aid as evidence that no amount of the medication was administered. Writer pulled another vial and administered the medication with a different syringe (tuberculin syringe with needle already attached). Other coworkers have noticed issues with this same product, it is soley manufacturer error as writer ensured no cross threading. Product does not fit on 1cc syringe. Product: bd eclipse needle 25g x5/8 (0.5mm x16 mm) injection needle lot #: 20066005 device name/description: needle hypodermic safety 25ga x 5/8 in eclipse manufacturer code/model: 305759 serial or lot number: (B)(6) device expiry date: 2025-05-28 supplier catalogue number: 308-305759 was the device retained? No.